Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and at the end of the procedure, the doctor noticed a layer of plastic at the end of the catheter, as if the material had melted on the catheter. The irrigation worked well. No adverse patient consequence was reported.

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro and at the end of the procedure, the doctor noticed a layer of plastic at the end of the catheter, as if the material had melted on the catheter. The irrigation worked well. No adverse patient consequence was reported. Additional information was received on 03-jun-2025 which indicated that the foreign material looked like a layer of white material clinging to the probe. The material was loose but hooked to the probe. Device investigation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection of the returned device was performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The tip and shaft were observed in good conditions, and no foreign material was observed. A photo was provided by the customer and a white material was observed in the tip area; however, this was not observed in the physical device. A manufacturing record evaluation was performed for the finished device number lot 31586140l and no internal action related to the complaint was found during the review. The foreign material issue reported by the customer was confirmed based on the photo and video provided. The potential cause of the foreign material in the tip could be related to the manipulation of the device during the procedure, however, this could not be conclusively determined. The instructions for use of the device contain the following recommendations: do not scrub or twist the distal tip electrode during cleaning. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).